Event description:
It was reported that approx. 112 months after the implantation, shock impedance values seen via home monitoring were out of range. Patient had a consult. A revision procedure is under consideration.

Manufacturer narrative:
The lead was capped and replaced on (B)(6). Upon receipt, the lead under complaint was found cut 12.5 cm distal to the df4 connector pin. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was cut during the extraction procedure. The returned lead fragment was visually and electrically analysed. The visual inspection revealed that the insulation was, apart from the present fragmentation and extraction damages, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment as well as the analysis of the provided fluoroscopic images did not reveal any irregularity that might have contributed to the reported out of range shock impedance. Further damages like the cuts into the yoke body most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis did not reveal any sign of a material or manufacturing problem.